Event description:
It was reported that, over the span of 12 months, this pacemaker exhibited a drop in expected longevity from 9 years to 3.5 years. All lead parameters remained stable and within range. Premature battery depletion was suspected. Due to the condition of the patient the physician has elected not to schedule a device replacement. Normal follow-ups will be continued. This pacemaker remains in service. No adverse patient effects were reported.